Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for lactate dehydrogenase liquid acc. To ifcc (ld) on six patient samples. Of those six, it was determined that two samples had erroneous results that were reported outside of the laboratory. Patient 1 had an initial ld result of 238 u/l, which was reported outside of the laboratory. The sample was repeated on another hitachi modular p analyzer. The repeat result was 323 u/l. The customer deemed the repeat result to be the correct result and issued a corrected result. There was no adverse event due to the erroneous result. Patient 2 had an initial ld result of 385 u/l, which was reported outside of the laboratory. The sample was repeated on another hitachi modular p analyzer. The repeat result was 511 u/l. The customer deemed the repeat result to be the correct result and issued a corrected result. There was no adverse event due to the erroneous result. The lot of ld reagent in use was 67148401, with an expiration date of 10/31/2013. The field service representative (fsr) found a fluidics failure. He inspected the rinse mechanism and confirmed proper wash, rinse and cell blank dispense. He also confirmed thorough cell evacuation, and checked the vacuum and gear pump operation and cell wash concentration. He flushed the r1 and r2 sample probe. The r2 probe showed a large amount of material/residual reagent. He also flushed the probes with bleach. The fsr observed proper analyzer function while the customer performed calibration, qc and a precision check. The qc and precision results met the customer's expectations.